Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a missing end cap sticker and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 266 mg/dl. Customer stated that insulin is squirting out during the manual prime process. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.